Manufacturer narrative:
(B)(4): product quality issue associated with an inherent device characteristic that is not satisfactory as specified or delivered. Method: use testing performed that simulates real use situations experienced by users. Conclusions: evaluations in progress.

Event description:
An internal surveillance study revealed enterobacteriaceae, pseudomonas aeruginosa and acinetobacter (spp) species false susceptible results vs aztreonam and 3rd generation cephalosporins (ceftazidime, ceftriaxone, and cefotaxime) on rapid negative panels. Results should have been interpreted as resistant.